Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
On (B)(6) 2013 patient reported experiencing elevated blood glucose readings in the 160 mg/dl range for the past week after he goes walking. Patient stated his morning readings are in normal range and he only has the elevated reading after walking. Patient's target blood glucose range is 70-120 mg/dl. Patient reported he felt fine at the time of tests. Patient stated he just came back from a 2 ½ mile walk and his blood glucose reading was in the 160's mg/dl. Patient reported that after walking his readings tend to be 110 mg/dl. Patient is using a competitor's infusion set. Had patient disconnect the infusion set tubing from the infusion site and perform a bolus of 2 units in the air; no blockages in the system. Patient reported he received a blood glucose level of 148 mg/dl at 4:43 pm and 161 mg/dl at 4:44 pm. On call back on (B)(6) 2013 patient reported his blood glucose level was normal this morning when he woke up but elevated right before lunch. On call back on (B)(6) 2013 patient requested assistance with running controls on the blood glucose monitoring device; both were within range. Patient reported he now feels the device's bolus calculator is providing inaccurate recommendations. Patient stated he tested prior to the call and he received a recommendation of 0.1 units of insulin. Patient reported his blood glucose reading was 175 mg/dl and he had 0.2 units of insulin on board. Patient stated his target range is 70-125 mg/dl and the blood glucose monitoring device should have recommended a 0.9 unit bolus to bring his blood glucose back down to the higher end of his target range. Patient reported he bolused 0.7 units of insulin at 2 pm and then received the 0.1 unit recommendation at 3:41 pm. Advised to consult his doctor regarding his bolus recommendation. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged blood glucose monitoring device for evaluation.

Manufacturer narrative:
Iu observed that the meter powered on when acceptable batteries were inserted into the meter. Iu powered meter on and off consistently with on/off button, no defects were observed with on/off button. Iu observed that the meter powers on when a test strip is inserted into the strip guide, no defects were observed. Iu observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens in the order of red, blue, green, and white. Upon pressing and holding power button the red, blue, green and white screens appeared correctly, no display defects were observed. Iu visually inspected the external casing on the meter, no damage was observed. Iu manually reviewed the meters memory for the values indicated in the case by customer. Iu was unable to view the customer alleged values as the last viewable bg/bolus result are on (B)(6), customer allegation was surrounding values obtained on (B)(6). During the manual review of the meters memory the iu did not observe an unconfirmed bolus result but the iu did observe bolus data was out of sequence with reference to bg data. Within the information provided by product support, they indicated that the meter was not designed to change the order of records in the diary and they will be represented in the diary in the order that they were loaded into the meter. This behavior can occur if the customer performs actions on the meter before synchronizing to the pump even if a particular bolus was delivered with the meter acting as a remote control for the pump. Bolus deliveries programmed using the meter as a remote control are not automatically logged in the diary. It was concluded that the meter is functioning as intended and the customer was using the meter as a remote control for the pump and performed bg tests afterward before synching the pump to the meter. Iu downloaded the meter using retention software accu-chek 360 to obtain the results from the customer memory. Iu tested returned meter using retention strip lot# 491406 exp. 01/2014, retention code key lot# 111, with retention cal6 solution, with retention batteries. Using a solution which mimics the native blood sample, the iu was able to generate a bg value which produced a bolus advice. The iu then performed a manual calculation of the bolus advice and verified the two bolus recommendations were identical. This verifies that the bolus calculator works as intended. Additional finding: iu observed that the meter has markings on the corners of the meters housing surrounding the ir window. The stretch lines do not affect the functionality or performance of the meter. This issue is caused by the material of the meter being stretched as a result of the meter manufacturing processes. Iu tested returned meter using retention strip lot# 491406 exp. 01/2014, retention code key lot# 111, with retention cal6 solution, with retention batteries. Using a solution which mimics the native blood sample, the iu was able to generate a bg value which produced a bolus advice. The iu then performed a manual calculation of the bolus advice and verified the two bolus recommendations were identical. This verifies that the bolus calculator works as intended. Additional finding: iu observed that the meter has markings on the corners of the meters housing surrounding the ir window. The stretch lines do not affect the functionality or performance of the meter. This issue is caused by the material of the meter being stretched as a result of the meter manufacturing processes.